Manufacturer narrative:
Date of explant in unknown. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 5, reference MFR report: 1627487-2018-05012; 1627487-2018-05013; 1627487-2018-05015; 1627487-2018-05016. It was reported that patient developed an infection a few weeks after her scs implant that was implanted on (B)(6) 2016. As a result, patient¿s entire scs system was explanted (date unknown). Patient was treated with antibiotics. Patient was implanted with a new scs system on (B)(6) 2018. Effective therapy has been established post operation.